Event description:
Account states while canister was in use during an orthopedic procedure, the tubing became clogged with bone chips. The vacuum built up, which caused the top of the canister to implode and break apart.